Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. E.1 initial reporter facility name: (B)(6). Upon investigation of the actual device used in this incident, it was determined that intermittent communication delays between the server and stations caused data upload issues and missing patient orders. A technical support specialist (tss) restarted the services and initial checks showed communication restored but the issue persisted. Investigation revealed some stations were previously on es v1.6, which has limited compatibility with the es v1.11 server and can lead to silent sync failures. Upgrades were completed, and further checks confirmed all stations were communicating with only slight delay and no errors. Time synchronization was also verified across devices, and later the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server patients were missing on two machines in the south location, while they were visible on other machines, and not all orders were flowing correctly. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.